Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was not able to connect to the ins during an implant procedure. The caller indicated that they attempted to use two 97800 inss, two controllers, and two communicators but they could not get the system to communicate in the or. The caller had programmed an ins prior to starting the case. During the call the caller had the hcp attempt to turn off the or lights and then connect, the issue was not resolved. The caller confirmed that they were using the interstim x app. The caller attempted to connect to the second ins that was away from the patient and the handset connected to the ins. They connected that lns to the lead and the handset stopped communicating, it displayed a message that said different handset con nected and then forced them to end the programming session. The hcp turned off a heating element in the or table and then they were able to connect to the ins. They determined that the or table was the source of the interference and the issue was resolved after they turned the heating element off. The caller confirmed that they were able to communicate with the implanted ins. The troubleshooting steps that were taken on the call resolved the issue. After the issue was resolved the caller ended the call and was not able to provide any patient or physician details. Additional information was received from a manufacturer representative (rep) on 2025-jan-05. The rep reported that the issue was a "steris 4095 surgical table with heating element that prevents connectivity to ins. Heating must be turned off during any ins connections."